Event description:
A representative later reported that there was no evidence of a motor stall in the logs, but the rotors did not turn during the rotor test. Since pump replacement, the patient had been doing much better. They came in a few weeks ago in (B)(6) 2013 and the expected and actual residual volumes matched.

Manufacturer narrative:
(B)(4).

Event description:
A representative reported that the actual residual volume (19 ml) exceeded the expected residual volume (4.4 ml). The cause of the d iscrepancy was unknown. A side port aspiration was attempted without any return. The patient was taken to surgery where the catheter was determined to be intact. A rotor test was done and the rotors did not appear to move during the 0.01 ml priming bolus. The pump was replaced. The patient¿s symptoms/complications included less than 50% therapy relief. The medication used within the system was gablofen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).